Event description:
Rptr noted no reflux. I/a tip would not release capsule with manipulation of tubing, or when using foot pedal release. No pt injury, but surgeon felt this could cause injury if it recurs.